Manufacturer narrative:
Additional information was received that the reason for the revision procedure was because the device would not charge.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)): device evaluation indicated that the complaint in regard to the ipg would not charge was not verified. Upon receipt, the device measured 3.3 vdc and was subsequently charged to 3.9 vdc in one charge cycle. This verified the device is capable of being fully charged with a proper charging method. The device passed the required tests and exhibits normal device characteristics.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.